Event description:
During a pci procedure, the maverick2 balloon ruptured at 12 atms. (The number of inflations and to what atms is unk.) The lesion being treated was a calcified and 100% stenotic lesion in the lad. No pt injuries or complications were reported. Pt status is listed as "good."